Manufacturer narrative:
B5: information added. H6 patient code added: cardiac tamponade.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure intracardiac echocardiogram (ice) imaging confirmed there was no pe noted prior to the procedure. The patient was noted to be hypotensive upon intubation, and it was treated. Venous access was obtained, intracardiac echocardiogram (ice) imaging was inserted, and transseptal puncture (tsp) was performed using the versacross connect (vcc) transseptal access system through a watchman double curve access system (was). The left atrium (la) was accessed without difficulty, and no effusion was noted following tsp or device positioning despite hypotension occurring a couple times during the procedure. A 27mm watchman flx pro closure device and delivery system (wds) was advanced, deployed, and implanted in the laa after meeting release criteria. No complications were noted during deployment or release. While closing the groin site, the physician performed a final transesophageal echocardiogram (tee) imaging sweep due to persistent hypotension. A new pe was identified at the apex of the heart on tee imaging thirty (30) seconds after the implant occurred. A pericardiocentesis was performed, and 950ml of bright red blood was aspirated and auto-transfused back to the patient. A pericardial drain was placed. The patient remained intubated and was transferred to an intensive care (ICU) bed, with plans for extubation later that evening. The patient remains hospitalized and is expected to fully recover. It was further reported the patient additionally experienced cardiac tamponade during the event.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure intracardiac echocardiogram (ice) imaging confirmed there was no pe noted prior to the procedure. The patient was noted to be hypotensive upon intubation, and it was treated. Venous access was obtained, intracardiac echocardiogram (ice) imaging was inserted, and transseptal puncture (tsp) was performed using the versacross connect (vcc) transseptal access system through a watchman double curve access system (was). The left atrium (la) was accessed without difficulty, and no effusion was noted following tsp or device positioning despite hypotension occurring a couple times during the procedure. A 27mm watchman flx pro closure device and delivery system (wds) was advanced, deployed, and implanted in the laa after meeting release criteria. No complications were noted during deployment or release. While closing the groin site, the physician performed a final transesophageal echocardiogram (tee) imaging sweep due to persistent hypotension. A new pe was identified at the apex of the heart on tee imaging thirty (30) seconds after the implant occurred. A pericardiocentesis was performed, and 950ml of bright red blood was aspirated and auto-transfused back to the patient. A pericardial drain was placed. The patient remained intubated and was transferred to an intensive care (ICU) bed, with plans for extubation later that evening. The patient remains hospitalized and is expected to fully recover.